Event description:
Allegedly revised due to mom complications.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. (B)(6). This is the same report as 3010536692-2014-00346.